Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device foreign matter found. The following information was provided by the initial reporter, translated from chinese to english: at 7:50 am on (B)(6) 2024, when the nurse was preparing to dispose of the items needed in the car, she found foreign matter in the heparin cap of the separator membrane needleless closed infusion connector. The outer packaging was intact. The problematic product was discarded and replaced with a new separator membrane needleless closed infusion connector. No effect on the patient. The problematic product was discarded and replaced with a new connector. No harm was caused to the patient.

Manufacturer narrative:
Investigation results: the complaint of foreign matter was confirmed and the cause appeared to be manufacturing related. One q-syte connector from lot: 3333567 was received in a sealed unit package. Dark brown foreign matter was observed within the unit, which appeared to be burn resin that was embedded within the molded component. The dark resin was considered a cosmetic defect as it was encapsulated within the molded connector. As the connector was received within a sealed packaging, the material was likely introduced during manufacturing. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.